Event description:
It was reported that the paramedics were called and customer was hospitalized due to the customer had a severe hypoglycemic event and she lost consciousness. Customer was treated with IV fluids and oral glucose tablets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.